Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via phone and stated that three brushes have had their heads become detached during brushing. No injury was reported. On (B)(6) 2018 follow-up: consumer sent picture of two of the three brushes that had broken off.

Manufacturer narrative:
On 14-mar-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer contacted via phone and stated that three brushes have had their heads become detached during brushing. No injury was reported. (B)(6) 2018 follow-up: consumer sent picture of two of the three brushes that had broken off.